Event description:
Provider attempted to place a r sided ij line; following one of the attempts, the guidewire appeared frayed and was removed. CT showed linear density in the r internal jugular vein suspicious for retained central venous catheter or needle components. FDA safety report ID# (B)(4).